Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose levels of 467 mg/dl. Customer went into diabetes ketoacidosis and was treated with insulin drips at the hospital. Customer stated that none of her alarms are going off. Customer also stated that her blood glucose levels of 300 mg/dl would not go down with a bolus and was forced to take a manual injection. Customer's current blood glucose reading is 268 mg/dl. Customer reported symptoms of confusion, irritability, nausea, slurred speech, headache and blurry vision. Troubleshooting was performed and no bent cannula was noted. No further information reported.